Manufacturer narrative:
On december 23, 2016, sorin group (B)(4) received a report that air samples taken from the device (serial number (B)(4)) tested positive for mycobacterium intracellular during maintenance. The customer presumes the device is also contaminated with mycobacterium chimaera. The report states that the device will only be used in circumstances where no other non-contaminated system is available due to the significant risk associated with not proceeding with cardiac surgeries. Through follow-up communication with the customer, sorin group (B)(4) learned that disinfection cycles are performed on the device in accordance with the manual. The unit is used within the operating room. The customer reported that they still plan to return the device to sorin group (B)(4) for deep disinfection. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacterium intracellulare. There is no known patient involvement. The customer provided the water sample test results, taken (B)(6) 2016, which confirmed the contamination of the unit with m. Intracelllulare. The facility has requested that the contaminated device be returned to sorin group (B)(4) for deep disinfection. The device has not yet been returned. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacterium intracellulare. There is no known patient involvement.